Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200859 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the doctor failed to fire staple while using it on a patient.

Manufacturer narrative:
(B)(4). The customer returned one representative sample of 528235 visistat 35w 6/box for investigation. The device was returned unopened in its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed no defects or anomalies. The staples in the device appeared properly aligned. The stapler was received with 42 staples in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Per DHR the product visistat 35r 6/box lot # 73b2200859 was manufactured on 02/28/2022 a total of 18,000 pieces. Lot was rele ased on 03/16/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "misfire/jamming - staples" could not be confirmed based upon the sample received. The returned representative stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Therefore, the root cause is undetermined - incomplete since the actual sample that led to this complaint was not returned for analysis. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the doctor failed to fire staple while using it on a patient.